Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead impedance jumped to high levels. Oversensing was observed during clinic evaluation. All indications pointed to a failed ring electrode. Reprogramming was performed to adjust pace/sense polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.